Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the radio frequency programmer head had "frayed cords" or was non-functional. The head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary (B)(4): the programmer head was returned and analysis confirmed the customer comments, the cable insulation was damaged and taped. Analysis also found the label backing was missing and there was a cracked lens. Concomitant medical products: product ID 2090, programmer. Product ID r2067, radio frequency programmer head. Product ID r2067, radio frequency programmer head. Product ID 2067, radio frequency programmer head. (B)(4).

Event description:
It was reported that the programmer generated a "serious programmer error" code during its operation. Follow-up revealed that a replacement programmer was brought in to complete the interrogation. The programmer was returned for service. No patient complications have been reported as a result of this event.